Event description:
An impella cp was inserted via right femoral rtery in a 44 year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On day 2 of support, there was planned escalation to impella 5.5. After exposing the vessel and wiring, the physician decided that the vessel was too small for the 5.5. A new cp was inserted via left axillary/subclavian artery and used for support. On day 14 of support, the cp removed and patient bridged to impella 5.5 inserted via the right axillary artery without complications. Upon removal of the cp, from the left axillary artery, the left arm was pulseless and a left axillary artery dissection was suspected. It was reported that the ischemia resolved without intervention and both upper extremities had similar perfusion. Limb ischemia and vascular injury are consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: h6 component code changed to g07003 the investigation for ischemia, vascular dissection/patient device interaction problem has been completed. The cause of the injury was unable to be determined due to insufficient clinical details.